Event description:
It was reported that multiple episodes of non-sustained lead noise were detected. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.